Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). Carefusion sent the customer a replacement gas delivery engine (gde) and the customer reported that after switching out the gde that the reported issue was resolved and the device was placed back into service. The suspect gde was returned and received by carefusion and is currently pending an evaluation. Once an investigation is completed then a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, it was alarming circuit occlusion while on a patient. The customer tried troubleshooting the ventilator while off of the patient but they were unable to duplicate the reported issues. The customer stated there was no patient injury or harm associated with this event.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the gas delivery engine (gde). The root cause of the reported issue was not duplicated, the device operated properly. Carefusion will track and trend this reported issue and internally investigate the situation.